Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited the emergency room with high blood glucose and a stomach virus. Customer also may have experienced ketones. Customer's blood glucose at the time of the visit was reportedly 400-500 mg/dl and 30-50 mg/dl. At the time of the report, customer's blood glucose was 98 mg/dl. Nothing further reported.